Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type programmer, physician.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated the issue was determined to be normal function. It was determined the drug concentration was incorrect (dilaudid 5mg/ml, 1mg/day; 10 boluses every hour). When correctly programmed to dilaudid 10mg/ml, the eri was 81 months. The programming was replicated with another pump and clinician programmer and confirmed the correct eri of 81 months. The manufacturer representative realized the calculation was an algorithm and the pump was implanted. No further issues occurred. There was no indication of patient interaction. The issue was interpreted to have occurred on the back table, prior to implant.

Event description:
Information was received from a company representative in regard to brand new pump in shelf state. The pump contains water. On (B)(6) 2016, the pump status of a brand new pump in the box was checked at a pump replacement. The elective replacement indicator (eri) was showing 57 months in shelf state. No patient involvement reported. The pump was not implanted. A second pump would be used for the pump replacement.